Event description:
It was reported that the patient presented in clinic with instances of both atrial and ventricular noise. Multiple episodes were being oversensed as high ventricular rate for 1-2 seconds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.